Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room for shocks. An interrogation revealed there was a lead integrity alert (lia) on the right ventricular (rv) lead for high rate non-sustained episodes and short ventricular intervals. Oversensing lead to multiple inappropriate shocks. When the patient moved their left arm, noise was seen. The lead was reprogrammed. It was also later noted the rv lead had high undefined pacing impedance, fractured, and was subsequently capped and replaced. No further patient complications have been reported as a result of this event.